Event description:
It was reported that this brady lead was attempted for left bundle branch (lbb) placement and was not successfully implanted due to lead damage. Furthermore, this lead was disposed of since patient has human immunodeficiency virus. A new lead and device were implanted. No adverse patient effects were reported.